Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. The caller said they had the bladder stimulator and lead removed last tuesday. The device was migrating out of the body. The device was implanted on the left side and the wire migrated to the right and coiled. Patient also had an scs device from a different manufacturer that coiled at the top did the same thing. You could almost see visually the coil part coming through the body. They noticed probably around the same time they had the scs device removed (B)(6) 2024. They thought it occurred because they lost lots of weight. They said they didn't want to take the system out unless it hurt them. The stimulator battery started to hurt them if they laid on it. It didn't matter if they laid on the right or left side it caused kidney pain. Patient said they talked to the rep on what to do with the remote. The rep told them to throw it away or give it to the doctor. The doctor didn't want it and the patient wanted to use the remote. Transferred caller to have the phone wiped.

Manufacturer narrative:
Continuation of d10: product ID 978b128 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was resolved.